Manufacturer narrative:
Taper type ii. The product associated with this report will not be returned as it was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."

Event description:
Reported by patient: "a port flip with re-attachment surgery, and inadequate weight loss with hunger." Follow up with the doctor reveals: "the patient has not followed up with our office, and inappropriate eating is the most likely cause of her not losing weight."